Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damaged by another appears to be related to user technique of advancing and grasping the second clip delivery system (cds). The single leaflet device attachment (slda) was due to a combination of patient anatomy and device damaged by another device. Additionally, the reported poor image resolution was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. There was some difficulty with visualization during the procedure due to the patient anatomy. The first clip delivery system (cds 80924u141) was advanced to the mitral valve, and the clip was deployed. A second cds (80929u110) was advanced to the mitral valve; however, while grasping of the leaflets, the second clip destabilized the first clip. The first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was repositioned for stabilization of the slda clip. Two clips were implanted, reducing mr to 2-3+. No additional information was provided.